Manufacturer narrative:
The investigation is ongoing. This report is 3 of 3 being submitted for this complaint. Reference mfg. Report numbers 2015691-2022-09000 and 2015691-2022-09001.

Event description:
Per pre-deco findings, there is a pin hole leak on the inflation balloon and damage to the flex shaft of the delivery system. As reported by an edwards field clinical specialist, prior to the tavr procedure, it was noted that an aneurysm was present in the right iliac artery and the left iliac artery was small and heavily calcified. The decision was made to use the right side and navigate very carefully past the aneurysm. During the procedure, difficulties were encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr esheath plus. Attempts were made to advance/'push' the delivery system with the valve back and forth with the wire but the system would not advance out of the sheath. An additional attempt was made to advance the system out of the tip of the esheath but 'ran out of wire'. During advancement of the system, the esheath kinked along with the guidewire. The valve was advanced 'really fast' with additional force. As the valve was being advanced, imaging revealed the valve was in a right degree angle and the proximal end was sticking out of the esheath at the area where the descending aorta was tortuous. Difficulties were encountered during the withdrawal of the devices. Difficulty in removing the delivery system was attributed to the bent guidewire. An unsuccessful attempt was made to remove the delivery system to keep the esheath in place to insert a new system. In the end the system was removed as a unit. At the time of the report, the patient was in stable condition. No valve was deployed in the patient. The damage to the flex shaft cannot be confirmed if it was due to patient factors.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a pinhole leak on the inflation balloon, the crimp balloon was twisted and heavy scratches on the flex shaft. Functional testing was unable to be performed. Dimensional testing revealed that the double wall thickness of the inflation balloon was found to be in specification. A 3mensio was provided and revealed that the access vessel was tortuous, and calcification was present. In addition, cine images were reviewed and revealed that the commander flex tip was not flush against the valve with a bend on the guidewire lumen protruding out of the sheath liner and the valve was not coaxial aligned with the commander flex tip outside of the sheath. A device history records review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The commander delivery system IFU, device preparation training manual, and device procedural training manual were reviewed for instructions and guidance. The device procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through sheath. Insertion force through the partially expandable portion can be higher than the insertion force through the fully expandable portion, insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. In addition, the device procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. There was no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak and flex shaft cracked/damaged were confirmed during device evaluation. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. During pre-deco evaluation, a pin hole was noted in the commander balloon. Additionally, it was reported that there were difficulties in inserting and removing the system through the esheath. As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the balloon occurred during the procedure. As seen in the 3mensio report, tortuosity and calcification were present in the patients access vessels. Also, on provided cine images it was seen that the commander delivery system protruded out of the esheath shaft liner. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system and create constrains during advancements. The sub-optimal angles may cause the balloon to interact with the crimped valve and puncturing the balloon resulting in the reported leakage. Per evaluation of the delivery system, heavy scratches were noted on the flex shaft, which could be indicative of interaction with calcification, along with manipulations to advance the delivery system may have led to the damages noted. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the complaint event. However, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.